Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter displayed an error 1 message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) at 04:30pm. The patient manages his diabetes with lantus and novolog insulins and increased the dose of his medication to (B)(6) units of novolog at 05:00pm on (B)(6) in response to the alleged issue. The patient reported that he developed symptoms of "nervous and shook up" an unknown time after the issue, however denied receiving any medical intervention. During troubleshooting the cca noted that it was not the first time the meter had been used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious adverse event after the alleged meter issue occurred

Manufacturer narrative:
Follow-up # 1: device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.